Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverted defibrillator was found on backup mode due to event queue overflow. The device was reprogrammed. The patient was stable.